Event description:
Doctor reported that a file separated in the canal during a procedure. The doctor, after unsuccessfully attempting to retrieve the separated piece, ultimately extracted the tooth to preclude permanent damage to a body structure.